Event description:
Reported as a gastric perforation. The band was taken out the same day as implanted. The dr made a large surgical incision.

Manufacturer narrative:
Medwatch sent to FDA on: 10/july/2008. The product associated with this report has not yet been returned. Based upon the model type provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death."